Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux and leak testing. However, it did not meet the requirements for pressure-flow and preimplantation testing. Proteinaceous debris was observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 90 cm of the peritoneal catheter was returned. The peritoneal catheter was patent and met the requirements for leak te sting. Approximately 13 cm of the ventricular catheter was returned. The ventricular catheter was patent and met the requirements for leak testing. Proteinaceous debris was noted on the exterior of the ventricular catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product testing is in progress. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking intraoperatively. Reportedly, there was no injury to the patient and the patient is currently doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.